Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified circumflex artery. When advancing a 2.25 x 23 mm mini vision, the artery was very tortuous, so the catheter was pushed and pulled back and forth with excessive force. The stent implant dislodged and 4 different size balloon catheters were used to imbed the stent against the vessel wall. Flow was restored and the procedure was completed. There was a reported delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the vision instructions for use (IFU) states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.